Event description:
The reporter indicated that an implantable collamer lens into the patients eye on an unknown date. At one month post-op the patient presented with excessive vault and dilated iris. Pilocarpine eye drops were prescribed and the pupil has dilated smaller, but still dilated. The lens remains implanted. It is noted by the reporter that the patient is not too bothered by the dilated iris. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).